Manufacturer narrative:
The user was at hospital but refused to provide the reason. The event was not related to the eversense system or his diabetes. The user doesn't want to provide additional information regarding the hospital visit. Per dms, user is currently using the system with up-to-date information.

Event description:
On 19 may 2025, senseonics was made aware of an incident where user was at hospital but refused to provide the reason. The event was not related to the eversense system or his diabetes. The user doesn't want to provide additional information regarding the hospital visit. Per dms, user is currently using the system with up-to-date information.